Event description:
Shiley custom xlt tracheostomy tube was being placed in a pt in the or. When the surgeon went to remove the obturator the proximal tip came off and the surgeon could not remove it. He had to pull out the current trach tube and replace it with another one.